Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report the discordant cardiac troponin I results. Quality controls (qc) were acceptable prior to running the patient samples, while they were failing after the patient samples were run. The customer ran a system check, which failed with an error for sample arm mis-position. The ccc specialist had the customer manually lift and rotate the sample arm and no obstructions were found. The customer tested the sample arm, which was acceptable. The customer cycled full range of motion of sample arm without any errors. The customer had changed the sample probe on the day discordant results were obtained. Upon the ccc specialist's instructions, the customer reinstalled the sample arm probe and performed all sample arm alignments. The customer reran the system check, which failed again with a "sample arm mis-position" error. A siemens customer service engineer (cse) was dispatched to the customer's site. The customer ran calibration and qc, which were acceptable. The cse found bad cuvette message and torn diaphragm. The cse replaced the diaphragm and ran system check and qc, which were acceptable. The cause of the discordant, falsely elevated cardiac troponin I results on two patient samples is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I results were obtained on one patient ((B)(6)) upon initial testing and another patient ((B)(6)) upon repeat testing on a dimension xpand plus with hm instrument. The initial result for sample (B)(6) gave an "absorbance error flag". Sample (B)(6) was repeated twice on the same instrument, which gave falsely elevated results both times. The first repeat result for sample (B)(6) was also flagged with an "abnormal assay". The discordant result for sample (B)(6) was reported to the physician(s), while the discordant results for sample (B)(6) were not reported. Samples (B)(6) were repeated on the alternate platform, resulting lower and matching the historical results of the patients. A new sample was obtained from the first patient and was tested on an alternate platform, also resulting lower. The corrected result for sample (B)(6) and the repeat result for sample (B)(6) from the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated cardiac troponin I results.